Event description:
Reporter indicated that a vns patient's generator site was open, and that the generator had migrated and could be seen. It was reported that this occurred because the "suture was not closed all the way" and when the patient turned forcefully, the wound opened and the generator became exposed. The generator was replaced in response to the event. It was reported that the explanted generator was discarded by the hospital.